Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Device had a broken needle in jaw and tissue matter lodged in other side of jaw. Needle was broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Towards the end of a laparoscopic sleeve gastrectomy while running a continuous stitch on the staple line, the needle disengaged from the jaws of the suturing device. The surgeon retrieved the needle with the suture attached by using graspers. The surgeon attempted to reload the suturing device, but the needle bent. The product was an absorbable suture and had been removed from the packaging for 20 minutes prior to being used. To complete the procedure, a new loading unit was opened and loaded onto the device without issue. No patient injury or extension in surgical time. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.